Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12721. It was reported that non-sustained right ventricular oversensing events were noted via follow-up remote. The patient was scheduled to come into the clinic. It was noted that prior to the oversensing events, high threshold was noted on the left ventricular lead. The patient was set subthreshold on the left ventricular lead. Also, it was observed that during right ventricular threshold testing, variable capture threshold results were obtained that noted an unspecified capture issue and no loss of capture was observed. The patient was set to appropriate outputs to create safety margin. No patient consequences were reported.

Event description:
New information received notes that the left ventricular lead threshold that was noted was normal range for the patient.